Manufacturer narrative:
A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One unused sample was received for analysis and investigation. The sample from product ID 8830415001 11.5fr 16cm mahurkar kitx5 was received inside a plastic bag. To confirm the issue reported, the guide wire was used for verifying the reported incident and it passed through both extensions. The guide wire easily passed through the arterial extension, however the guide wire did not pass through the hub in the venous lumen. The catheter was cut, and it was observed that one of the lumens is smaller than the other which prevents passing the guide wire through it, confirming the event reported. Based on the sample evaluation it was confirmed that the venous channel of the hub was partially occluded due to an excess of dimethylacetamide during the gluing operation per procedure, solvent bond tube and hub. The procedure describes the process for bonding and inspecting the ¿y¿ hub and the tube. According to this procedure, the manufacturing operator must apply a thin layer of dimethylacetamide solvent to the hub using a prepared q-tip application. Enough solvent must be applied around the joint, so the entire joint area is shiny with solvent, but not dripping. Immediately after applying the solvent, lightly press the end of the hub on a lint-free cloth for a maximum of one second to wick away any excess solvent. Based on previous information this cause can be concluded as a contributing factor since the effect of excess of solvent applied to the hub could cause an occlusion. A corrective and preventive action (CAPA) was implemented to address this issue. The actions of this CAPA included a modification of the procedure to include a better description of the necessary steps to perform a correct assembly of the hub-cannula union, an engineering study was performed to determine the functionality of the d shape mandril on the product after solvent bonding application and implement the mandril with a d shape in the procedure per requirements with a completion date of the CAPA was opened on 06/21/16 and closed on 08/17/17 for a complaint related to occlusion in the hub of an 11.5 dual lumen catheter. According to the sample analysis, it can be concluded that the identified root cause is the same in both complaints. The manufacturing date of the lot involved in this event is 04/20/15, before the implementation of the actions of this CAPA. It must be noted that in-process controls for visual inspection and pressure testing according to procedure (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2017, the catheter could not be used because the venous lumen is smaller than the other which prevents passing the guide wire through it. Another catheter was opened in order to resolve the issue. No patient injury. On (B)(6) 2017, based on the evaluation of the returned sample, the venous channel of the hub was partially occluded.